Event description:
It was reported that the power cord plug allegedly sparked while plugged into the wall outlet. The activ.a.c. Therapy unit was initially placed with the account on (B)(6)2009. There was no report of an injury to the pt or caregiver.

Manufacturer narrative:
The device was tested per quality control procedures on (B)(6)2009, prior to delivery to the account, and met specifications. Subsequent to the reported event, a replacement power cord was provided to the pt. The original power cord was not returned to kci for evaluation. The activ.a.c. Therapy unit remained with the pt.